Event description:
Pt was in prone position and dr requested that the nurse anesthetist tilt the table slightly to the right. The surgery had been completed and the tourniquet had been removed. A nurse was standing next to the pt on the left side of table with her arms over the lower legs. The nurse anesthetist was "in front" of the table. The c-arm table suddenly tilted to the right and the still intubated pt slid off the table to the floor.